Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update 9/2/15- pfs and medical records received. After review of the medical records for reportability, a correct doi and dor were provided. The doi of (B)(6) 2008 is a revision from a previous hip replacement. The products involved are unknown at this time. If and when we receive this information we will update as needed. The patient was taken to the or on (B)(6) 2012 for chronic infection/abscess and had I&d and wound vac placed. The patient was taken back on (B)(6) 2012 and all implants were removed and spacers were placed. The stem removed during this operation was implanted prior to doi so the manufacturer is unknown. At this point and time infection is not alleged per litigation. No labs were provided for high metal ions. No date has been provided for reimplantation. Part/ lot is being updated and all implants removed are being added to the complaint. The complaint was updated on: 09/30/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.